Manufacturer narrative:
Batch review performed on 22-dec-2023. Lot 154509: 21 items manufactured and released on 11-sep-2015. Expiration date: 2020-08-15. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department revision 7 years and 7 months after primary tha due to cemented stem subsidence. From the low-quality images, radiolucent lines are visible in the medial part of the femur and we assume a preventive cerclage was applied during the index surgery, but no info was given. The subsidence of the stem is also highlighted by the radiolucent lines on the shoulder of the stem. The bone condition is extremely poor with very thin cortical's. We can suppose that bone quality was not good at primary surgery either because a cemented stem was chosen for a relatively young lady and cerclage, probably preventive, was applied. However, a plausible reconstruction of the events is that progressive impoverishment of the bone led the cement mantle to give way and not be able to substain the stem any longer.

Event description:
At about 7 years and 7 months after primary, the patient has been revised because of cemented stem subsidence. The surgery has been completed successfully.